Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure with placement of a 2.75 x 18 mm promus stent in the mid left anterior descending (lad) artery and a 3.0 x 18 mm promus stent in the proximal lad. On (B)(6) 2014, the patient experienced cardiopulmonary arrest and expired. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects cardiac arrest and death are listed in the promus everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The other promus device referenced, is being filed under a separate medwatch MFR number.